Event description:
The caller stated the patient's tracheostomy tube appeared to not hold air, but he is not sure where or if it was leaking. The tracheostomy tube was removed and they put the old tracheostomy tube back in the patient. The caller stated they want to test the removed tracheostomy tube before they have it evaluated or replaced, so it will not be returned at this time.